Event description:
Per the audiologist, since activation of the cochlear implant system, the pt has never gotten good sound quality when using the device. Results of an integrity test done in 2008 (exact date not reported), were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explant/reimplant surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.